Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a total vaginal hysterectomy, modified mccall's culdoplasty and tvt advantage cystourethroscopy performed on november 16, 2018 for the treatment of dysmenorrhea, menorrhagia and stress urinary incontinence. Reportedly, the patient underwent a surgery on february 16, 2021 to treat erosion of the vaginal mesh.

Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021 was chosen as a best estimate based on the information that the event started after implantation on (B)(6) 2018. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.